Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, surgical intervention, anisomastia. Note: the patient participated in glow study mnt-men-15-003: 326-115. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast reconstruction primary surgery with mentor memoryshape breast implant 440cc on (B)(6) 2016. On (B)(6) 2017, she presented with rippling, which required surgical intervention on (B)(6) 2017 on the left side . On (B)(6) 2018, she presented with asymmetry, which required medical device removal. As a result, the patient had undergone removal and replacement with mentor memoryshape breast implant 330cc on (B)(6) 2018.